Event description:
The customer contact reported a leak; subsequently, the patient's PICC line clotted. The tubing set was being used to infuse hyperalimentation and lipids. After an unspecified length of time in use, the tubing set leaked from the leg of the y-site. The customer contact reported that the PICC line clotted and unsuccessful attempts were made to establish a new PICC line. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.